Event description:
New information received noted the implantable cardiac monitor was explanted and replaced due to numerous false pause episodes. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor noted false asystole due to undersensing. Programming changes were made, however undersensing was still observed. The patient was stable throughout.